Event description:
Philips received a complaint by the customer on the v60 indicating that there was a continuous patient disconnect alarm error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was a continuous patient disconnect alarm error. A service engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the service engineer carried out function and ventilation tests and did not find any problems. The service engineer also successfully performed internal tests and did not discover any issues after checking the error log. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.